Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed to open. A field service engineer (fse) arrived at the station and found an orange blinking light emission diode on the drawer communications. The retractile band cable was replaced and the solenoid was tested, but neither resolved the issue, indicating a failed drawer controller. The fse left the site to obtain a replacement drawer, returned, installed the new drawer, and completed the configuration. All hardware test application checks were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. Slight electrical sound trying to open the drawer due to damaged solenoid. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.